Manufacturer narrative:
(B)(4). One used secondary IV administration set, without packaging, was received for evaluation. The drip chamber of the set was received spiked into a tevadaptor spike port adaptor, and the distal connector of the set was attached to a tevadaptor syringe adaptor. In an attempt to replicate the reported event, the returned set-up (with tevadaptor products still attached) was tested at 10 psi air pressure. There were no leakages observed at any of the connections, or from any location along the tubing set. The tevadaptor products were then removed, and the tubing set was then subjected to luer taper and leakage testing according to specification with acceptable results. There were no leakages observed and the luer taper connections met the iso standard. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned set met requirements according to specification, and the reported failure could not be reproduced. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Without the lot number, a thorough batch record review could not be performed. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports when the secondary IV tubing set was used with tevadaptor syringe and spike port adaptors, leakage occurred. The medication used was a chemotherapy drug, doxorubicin with dextrose. There was no patient injury. The reporter indicated that the incident occurred last year in (B)(6) of 2015, and there is no additional information available at this time.